Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarms noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported the insulin pump alarmed a no delivery alarm after a set and battery change. Customer's mother reported the customer's blood glucose was showing over 600 mg/dl, but it was really 47 mg/dl. During troubleshooting, fill tubing was a fail, the insulin pump alarmed a no delivery. Customer was advised the device will be replaced. Customer agreed to return the device.